Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during expansion, the valve did not expand. "Influencing" occurred. The valve was exchanged. The replacement valve was implanted. After the procedure was completed, and the patient was returning to the intensive care unit (ICU), chest pain was reported. A reduction in coronary blood flow due to the valve was suspected. Valve migration was reported. An emergency thoracotomy was performed. The valve was explanted and a surgical aortic valve was implanted. No additional adverse patient effects were reported. Additional information was received that during the first valve implant, the reported "influencing" refers to the valve infolding that occurred. The infolded valve was recaptured and retrieved from the patient. The final implant depth of the second valve was 1 millimeter (mm) on the non-coronary cusp (ncc) and about 2 mm on the left coronary cusp (lcc). The valve was explanted restoring blood flow to the coronaries. Of note, the patient was reported to be in good condition following the successful valve explant/surgical valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evproplus-23us product lot/serial number (B)(6) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.